Event description:
It was reported that during a procedure to repair acetabulum fracture, clamp broke when surgeon squeezed the trigger. Surgeon was able to use a different device to complete procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the device was returned in 2 pieces. The hex end has sheared off at its base. The hex portion of the arm is still retained in the block. The fracture face of the arm is flush with the face of the block and is homogenous which indicates material uniformity. The devices design has been reviewed, is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid due to the off-axis force which caused the device to fracture.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.